Manufacturer narrative:
Reported event: an event regarding wear and abnormal ion level involving an accolade stem mated with a lfit v40 cocr head was reported. The event of wear was confirmed based on the evaluation of the debris on the mated metal head. The event of abnormal ion level is not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remained implanted at the time of this event. The mated metal head was returned for evaluation. Wear consistent with in-service use was observed on the taper of the head. Debris was observed on the taper. Elemental analysis showed the debris was consistent with corrosion product, base material, biological material, and material transfer. Damage consistent with contact against a hard object was observed on the articulating surface of the head. Debris was observed on the articulating surface. Elemental analysis showed the articulating surface debris was consistent with biological material and the base material. The base material of the head is consistent with the astm f1537 alloy. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. -clinician review: a review of the provided medical records by a clinical consultant indicated: confirmation: it appears that a revision was performed on a stryker accolade-lfit combination. The materials provided were difficult to interpret but it looked like the revision was in part for metallosis and changes at the head neck junction. Additional materials would be required to confirm the event. Root cause: a root cause cannot be attributed to the claim without additional materials for review. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there has been 1 other similar event for the reported lot which relates to fretting/ wear for the same device/patient, therefore no further trending is required for this commonality. Conclusions: it was reported that the patient's hip was revised due to elevated cobalt and trunnionosis. The event of wear was confirmed based on the evaluation of the debris on the mated metal head. The event of abnormal ion level is not confirmed. Clinician review of provided record revealed that it appears that a revision was performed on a stryker accolade-lfit combination. The materials provided were difficult to interpret but it looked like the revision was in part for metallosis and changes at the head neck junction. Additional materials would be required to confirm the event of abnormal ion level. The reported accolade stem was mated with a lfit v40 cocr head. It was confirmed that the mated metal head has been identified to be within scope of lot specific voluntary recall pfa 1757583 which was initiated for the lfit v40 cocr heads. No further investigation for this event of wear is required at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened. Product surveillance will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product nonconformity or unanticipated hazard.

Event description:
The customer reported an issue with an lfit head. Update: patient developed pain in left thr; elevated cobalt; trunnionosis. Revision surgery required 9 years after index surgery.

Event description:
The customer reported an issue with an lfit head. Patient developed pain in left thr, elevated cobalt, trunnionosis, revision surgery required 9 years after index surgery.

Manufacturer narrative:
Corrected data: stem was not returned. Relevant fields updated. An event regarding wear involving an unknown accolade stem mated with a lfit v40 cocr head was reported. The event was confirmed based on the evaluation of the debris on the mated metal head. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. The mated metal head was returned for evaluation. Wear consistent with in-service use was observed on the taper of the head. Debris was observed on the taper. Elemental analysis showed the debris was consistent with corrosion product, base material, biological material, and material transfer. Damage consistent with contact against a hard object was observed on the articulating surface of the head. Debris was observed on the articulating surface. Elemental analysis showed the articulating surface debris was consistent with biological material and the base material. The base material of the head is consistent with the astm f1537 alloy. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Product history review: not performed as the device lot details were not provided. Complaint history review: not performed as the device lot details were not provided. Conclusions: it was confirmed that the mated metal head has been identified to be within scope of nc and CAPA. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
The customer reported an issue with an lfit head. Update: patient developed pain in left thr, elevated cobalt, trunnionosis. Revision surgery required 9 years after index surgery.